Event description:
It was reported that a farawave catheter presented a luer detachment. During right inferior pulmonary vein (ripv) ablation in the left atrium, a portion of the farawave catheter flush luer suddenly detached. The issue was resolved by replacing the catheter, and the procedure was completed without further complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information added to b5: describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter presented a luer detachment. During right inferior pulmonary vein (ripv) ablation in the left atrium, a portion of the farawave catheter's flush lure suddenly detached. The issue was resolved by replacing the catheter, and the procedure was completed without further complications. The device is expected to be returned. It was further reported that no air was seen inside the patient.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon device return and inspection, the strain relief was detached from the luer. The strain relief did not return back with the device. Under microscope and with uv light, it was able to observe that there was separation between strain relief/luer. The manufacturing deficiency conclusion code was selected for the finding of strain relief/luer detachment, which is assumed to be the reason for the reported allegation. This type of issues is related to a lack of adhesive between parts.

Event description:
It was reported that a farawave catheter presented a luer detachment. During right inferior pulmonary vein (ripv) ablation in the left atrium, a portion of the farawave catheter's flush lure suddenly detached. The issue was resolved by replacing the catheter, and the procedure was completed without further complications. The device is expected to be returned. It was further reported that no air was seen inside the patient.